Manufacturer narrative:
Visual findings observed red sticker note attached on the front side of the unit stating that the unit did not sound when clip was off. Indentations and site stickers observed on the exterior housing. Sensor pin 4 inside the sensor receptacle intersected to pin 3. The battery door is missing. Evaluation found the unit did not sound when in use with a pull magnet due to sensor pin 4 inside the sensor receptacle crossed over to sensor pin 3. After pin 4 was moved to its original location, the unit sounded and functioned properly. It is not known how pin 4 crossed over to pin 3 since this is not easily to be moved without maneuvering from its original location, but it is the cause of having no sound when in use with the magnet. Being that the unit is already more than two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit not sounding, and the likely cause of the event is normal wear and tear. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported an alarm that will not properly alarm when triggered. No gtin number provided. The date the issue was discovered is unknown and no incident or serious injury was reported.